Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 40 degrees. To stabilize the clip, an additional clip was implanted. To further reduce mr, an additional nt clip was inserted and placed on the valve. However, while performing the second lock test, the clip continuously opened. The clip was then reclosed and deployed. After deployment, the clip remained closed. Mr was reduced to a grade of 3-4. There were no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa could not be replicated during returned device analysis due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 40 degrees. To stabilize the clip, an additional clip was implanted. To further reduce mr, an additional nt clip was inserted and placed on the valve. However, while performing the second lock test, the clip continuously opened. The clip was then reclosed and deployed. After deployment, the clip remained closed. Mr was reduced to a grade of 3-4. There were no clinically significant delay in the procedure.